Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to fluid loss. It was noted that the pressure regulator balloon was nicked. A new device was placed, and no patient complications were reported.